Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The right ventricular lead was noted to have fracture due to clavicular crush, confirmed under x-ray. The lead exhibited high capture threshold which led to loss of capture. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and post procedure.